Manufacturer narrative:
Updated fields: b5.

Event description:
Event occurred in the or during surgery.

Manufacturer narrative:
The device was not returned to olympus for evaluation. However, troubleshooting was performed with the customer during calls; no procedure was specified. It was recommended to the customer to swap out and track all external devices used with the light source to find any common denominator that maybe attributing to this issue. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source had significant lines on the monitor that looked like static interference whenever using the monopolar or bipolar cautery. There were no reports of patient harm.